Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with foraminal stenosis and underwent transforaminal lumbar interbody fusion. During surgery, the cage broke. While impacting the cage into the vertebral body/endplate, it caused the peek portion of the cage to get hung up; thus ripping off the peek portion of the implant. The cage fully collapsed before being inserting in. No fragments of the broken part remained inside the patient. No patient complications were reported as the result of the event.